Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received failed battery test alert and insulin pump was damaged. The customer¿s blood glucose level was 114 mg/dl. Customer was declined to troubleshoot for failed battery and replace battery alert. The customer was advised to the insulin pump will need to be replaced and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked case on the back at the battery tube area and battery tube threads. Insulin pump received with cracked keypad overlay at select button, scratched display window, damaged serial number label and missing display window cover.